Event description:
It was reported the patient was hospitalized due to an implantable neurostimulator (ins) dislocation on (B)(6) 2008. The patient had significant increase of weight since ins implantation. An interaction of insufficient fixation and "adipositas" was possible. A surgical shifting of the ins was performed and issue was resolved. The patient was discharged the same day.

Manufacturer narrative:
Product ID: neu_unknown_ext, serial# (B)(4), product type: extension. Product ID: neu_unknown_ext, serial# (B)(4), product type: extension. Product ID 3389-28, lot# b0481343k, product type: lead. Product ID 3389-28, lot# b0478044k. Product type: lead. (B)(4).